Event description:
This report is being filed after the review of a clinical evaluation report (CER) from a related research activity database (DRRA) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: Herniamed Registry Extraction ETHICON Ultrapro Mesh & Ultrapro Advanced Mesh (Elective unilateral inguinal hernia repair, open procedures and 10-years Follow-up).2.4.1: Intraoperative complications: Type of mesh: ETHICON - Ultrapro Mesh, ETHICON - Ultrapro Advanced Mesh, N % N %. Intraoperative complications - total yes 32 1.0 0 0, no 3022 99.0 11 100. Bleeding yes 7 0.2 0 0,no 3047 99.8 11 100. Organ injuries yes 27 0.9 0 0, no 3027 99.1 11 100. Vascular yes 2 <0.1 0 0,no 3052 >99.9 11 100. Bowel yes 1 <0.1 0 0, no 3053 >99.9 11 100. Bladder yes 2 <0.1 0 0, no 3052 >99.9 11 100. Nerve (inguinal) yes 19 0.6 0 0,no 3035 99.4 11 100.Others yes 5 0.2 0 0,no 3049 99 1.8 100.2.4.2: General complications:Type of mesh: ETHICON - Ultrapro Mesh,ETHICON - Ultrapro Advanced Mesh, N % N %. General complications - total yes 38 1.2 0 0,no 3016 98.8 11 100. Fever yes 0 0 0 0,no 3054 100 11 100. Urinary tract infection yes 4 0.1 0 0, no 3050 99.9 11 100. Diarrhea yes 0 0 0 0, no 3054 100 11 100. Gastritis yes 4 0.1 0 0, no 3050 99.9 11 100. Thrombosis yes 1 <0.1 0 0, no 3053 >99.9 11 100. Pulmonary embolism yes 2 <0.1 0 0, no 3052 >99.9 11 100.Pleural effusion yes 1 <0.1 0 0, no 3053 >99.9 11 100. Pneumonia yes 0 0 0 0, no 3054 100 11 100. COPD yes 1 <0.1 0 0, no 3053 >99.9 11 100. Cardiac insufficiency yes 1 <0.1 0 0, no 3053 >99.9 11 100. Coronary heart disease yes 1 <0.1 0 0, no 3053 >99.9 11 100. Myocardial infarction yes 0 0 0 0, no 3054 100 11 100. Renal insufficiency yes 0 0 0 0, no 3054 100 11 100.Hypertensive crisis yes 1 <0.1 0 0, no 3053 >99.9 11 100. Patient deceased yes 0 0 0 0, no 3054 100 11 100. Others yes 24 0.8 0 0, no 3030 99.2 11 100.2.4.3: Postoperative complications: Type of mesh: ETHICON - Ultrapro Mesh,ETHICON - Ultrapro Advanced Mesh, N % N %. Postoperative complications - total yes 115 3.8 0 0, no 2939 96.2 11 100. Bleeding yes 63 2.1 0 0, no 2991 97.9 11 100. Seroma yes 46 1.5 0 0, no 3008 98.5 11 100. Prolonged ileus or obstruction yes 1 <0.1 0 0, no 3053 >99.9 11 100. Bowel injury / anastomotic insufficiency yes 0 0 0 0, no 3054 100 11 100. Wound healing disorder yes 7 0.2 0 0, no 3047 99.8 11 100. Infection yes 6 0.2 0 0, no 3048 99.8 11 100. 2.4.4: Complication-related reoperations: Type of mesh:ETHICON - Ultrapro Mesh N %.ETHICON - Ultrapro Advanced Mesh N %. Complication-related reoperations: yes 34 1.1 0 0,no 3020 98.9 11 100.2.4.5: Recurrence, pain and complications on 10-year follow-up: Type of mesh: ETHICON - Ultrapro Mesh, ETHICON - Ultrapro Advanced Mesh, N % N %. Recurrence on 10-year follow-up* yes 74 2.4 1 9.1, no 2980 97.6 10 90.9. Pain on exertion on 10-year follow-up yes 134 4.4 1 9.1, no 2920 95.6 10 90.9. Pain at rest on 10-year follow-up yes 65 2.1 0 0, no 2989 97.9 11 100. Pain requiring treatment on 10-year follow-up yes 35 1.1 1 9.1, no 3019 98.9 10 90.9. Trocar hernia on 10-year follow-up yes 2 <0.1 0 0, no 3052 >99.9 11 100. Secondary hemorrhage on 10-year follow-up yes 14 0.5 0 0, no 3040 99.5 11 100. Seroma on 10-year follow-up yes 30 1.0 0 0, no 3024 99.0 11 100.Infection on 10-year follow-up yes 17 0.6 0 0,no 3037 99.4 11 100.

Manufacturer narrative:
PRODUCT COMPLAINT # (b)(4).This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Ethicon Inc, or its employees that the report constitutes an admission that the product, Ethicon Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.D4: UDI: As the catalog/model number was not provided, the (01)GTIN is not available.This report is related to a clinical evaluation report; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided.The single complaint was reported with multiple events. There are no additional details regarding the additional events.